Event description:
A ventilator was returned to the a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, it was observed that the oxygen was not able to be adjusted from 21%. The device's 3 way solenoid valve and sensor assembly needs to be replaced to address the issue.

Manufacturer narrative:
Device not returned.